Event description:
It was reported that an event occurred involving a faulty cadd solis pump. The cadd pump had suddenly alarmed and displayed a message instructing removal of the cassette. Upon attempting to follow the instructions, the pump had failed to accept the pass code and had displayed ¿wrong code¿. The pump setting had been checked and found to be set to ¿program manually¿ with the wrong code, and the total volume had reset to 1 ml. The pain nurse had instructed the ICU nurse to immediately exchange the pump and set aside the faulty unit.

Manufacturer narrative:
E1:(B)(6). H3/h6: no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump had suddenly alarmed and displayed a message instructing removal of the cassette. The review of event log found the error code 46876. There was no 12-month service history during the review. The visual and functional testing was performed. The complaint can be duplicated through functional test. The primary cause of the reported problem was the faulty main board and was replaced. After the mainboard replacement, the pump passed all functional and accuracy test.